Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
Pt participated in a (B)(4) study of treatment for 1 of 2 level degenerative disc disease between l2 and s1. Pt was implanted with an anterior lumbar interbody fusion (alif) spacer at level l3_l4size and l4_l5size. Pt was also implanted with an anterior tension band (atb) plate at screw_l3_l, screw_l3_r, with atb plate 449.083. Pt had been experiencing pain for 36 months. Surgery date was (B)(6) 2005, and postoperatively, pt experienced left iliac vein tear and dull ache left lumbosacral buttock area, requiring hemostasis was obtained with horizontal mattress sutures of 4-0 prolene. This complaint is on the right screw at l4 (24mm). This complaint is 6 of 7 for the same event.